Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 459 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. Customer stated insulin pump had insulin flow blocked alarm and bent cannula. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by infusion set change. The device will not be returned for analysis.